Event description:
It was reported to philips that the system gave an alert indicating geometry movements were unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis of procedure. The procedure was completed as planned and restarting the system. The philips remote service engineer (rse) checked the system remotely and confirmed that the system gave an alert indicating geometry movements were unavailable. Upon troubleshooting, the philips field service engineer (fse) checked the system log onsite and found that a geometry joystick was pressed during the boot process causing the geometry to be unavailable after a boot. After evaluation the fse cannot reproduce malfunction. To resolve the issue, the fse rebooted the system. After restart the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An geometry movement error which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.